Manufacturer narrative:
The device identified by the complainant was returned to dornier within the timeframe of the investigation and a review of the laser fiber was completed. The evaluation did not reveal any manufacturing defects or deficiencies, and no evidence of burn damage was able to be verified, inconsistent with the report from the complainant. It was possible to review the rfid which revealed almost 2000j of total energy transmission was recorded on the rfid for the laser fiber, providing objective evidence the laser fiber was operational prior to the burn/overheating reported, although it is acknowledged this was not supported in the review of the fiber provided. It is acknowledged all laser fibers manufactured by dornier are subject to a 100% inspection which includes power performance testing with a laser device, ensuring all laser fibers are operating within the intended specifications prior to release for distribution. Although a root cause was not possible to confirm, it was possible to confirm the root cause of the complaint as reported was not related to the manufacturing or operational capacity of the laser fiber returned to dmta for evaluation for this report. No risk or impact related to this complaint has been reported to dmta.

Event description:
Dornier received complaint information regarding a laser fiber which had reportedly burned during usage stating, "the fiber light guide went out and started to smell of smoke".